Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the device was explanted due to possible tubing break. The device will not fully inflate - pump collapses.

Event description:
Additional information received indicated the device experienced fluid loss.

Manufacturer narrative:
A titan pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed partial separations within abrasion in all tubes of the pump and in the exhaust tubes of cylinders 1 and 2. Testing revealed these not to be sites of leakage. No functional abnormalities were noted with the pump or cylinders 1 and 2. Based on quality's examination, quality concluded that while in-vivo the exhaust tubes and inlet tube positioned themselves in such a way that caused them to overlap and abrade against one another. However, because no functional abnormalities were noted with the returned components, and not all components were returned for evaluation, quality cannot confirm the complaint as reported. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 5646444. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.